Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with scratched screen. Functional testing included use testing. The device was powered on and it immediately started double beeping. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused by downstream sensor.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave emitted "double beep" sound with "no cassette" alarm. It was also stated that the pump had lens damage. No adverse effects reported.